Event description:
During preventative maintenance of the device, the field service rep reported, the plastic level sensors being used were outdated and obsolete. The operation of the level sensors could not be verified because, test fixtures for these level sensors are no longer available. Since the event occurred during preventative maintenance of the device, there was no pt involvement during this event.